Event description:
It was reported that (4) devices were used during an unknown procedure. It was reported by the rep that the hp052 handpieces are broken (two have broken connectors, one does not activate and the other has a broken thread). There was no consequence to the patient.